Event description:
The mother reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 571 mg/dl. The mother stated they were able to lower the customer's blood glucose with a manual injection, but not with the insulin pump. The mother also reported the buttons were not responding on the insulin pump. It was also found the customer had a stomach ache and ketones from their high blood glucose. The mother reported they have been treating the customer's blood glucose with manual injections. The mother declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.